Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. During the unpacking of a 3.00 x 20 synergy drug-eluting stent, the physician held the left side of the blue protective sheath and pulled the base to withdraw the stent; however, the stent fell out and it was noted that the stent was stretched. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was good.